Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door latching issues." Eval found add'l force required to close the door and if not applied unit would experience a door not fully latch alarm. The alarm was found to be caused by a backed out mechanism screw and a loose upper link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was having door latching issues. It was also reported that there was no pt injury.